Event description:
The pt underwent a diagnostic procedure 1/2001. The physician closed the arteriotomy using a techstar xl 6 fr device. The pt received prophylactic antibiotics and the procedure was concluded uneventfully. 6 days later, the pt returned for an interventional procedure. The puncture site was on the same side as the procedure conducted on 1/2001. An angio was performed and a stent placed. Closure was achieved with manual compression. No prophylactic antibiotics were given. Post procedure an a-v fistula and pseudoaneurysm were detected. Cellulitis occurred and the pt was taken to surgery for vascular repair with a patch graft. Pt discharged 2/2001. Pt recovered without further injury.